Event description:
Information received by medtronic indicated that the customer reported the pump has sticking buttons and unexplained insulin flow block errors. No additional details were provided. Troubleshooting was partially performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. All buttons function properly. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Insulin flow blocked alarms during bolus delivery were found in the history files on (B)(6) 2024 from 13:13:14.00 to 13:25:41.00. The pump was cut open and found evidence of dried insulin in the motor slide and moisture damage on pcba 1, pcba 2, and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. In summary, insulin flow blocked alarm during unknown timing was not confirmed during testing. Pump passed full drive test. Insulin flow blocked alarms during bolus delivery noted in pump history download. Exposed to moisture confirmed on the pcba 1, pcba 2 and force sensor. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Missing battery cap contact confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.